Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety¿product/procedure: unable to observe since it is a medical event and is not related to the device. Capsular contracture: unable to observe since it is a medical event and is not related to the device. Additional observations: crease is observed. White particles calcification-like were observed on the shell. Black particles were observed on the shell.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV and exchange from textured to smooth due to product concern. Device has been explanted and replaced.

Event description:
Healthcare professional reported, left side capsular contracture, baker grade IV. And exchange from textured to smooth, due to product concern. Device has been explanted and replaced.